Manufacturer narrative:
One used cycler set was returned. Visual inspection revealed a hole along the axis of the tubing approximately 8 1/2 inches below x-connector on the solution line going to the top portion of the cycler pump. Two scratches, on the opposite side of one another, were noted along the axis of the tubing starting 1 inch above the hole and extending 3 inches below the hole. It appeared that the scratches may have been caused by the pump of the cycler device. An under water pressure test confirmed a leak from the hole.

Event description:
Global affiliate in spain reports drain line broke in automated peritoneal dialysis cycler pump during use. Per affiliate, prophylactic antibiotics were administered and no injury resulted.